Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported though follow-up received from the clinic that the rv lead was reprogrammed.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited t-wave oversensing (twos) post-ventricular sense. In addition, it was reported that a high superior vena cava (svc) coil impedance alert was noted; however, the implanted rv lead does not have an svc coil. The rv lead and implantable cardioverter defibrillator (ICD) remain in use. No patient complications have been reported as a result of this event.